Event description:
The explanted device was returned to the MFR without prior notice. The pt had been implanted for approximately 3 years. The paperwork accompanying the device stated that the device was explatned due to foreign body reaction, possibly in correlation with some type of coment use at the time of implant surgery. The pt was implanted on the contralateral side with a new device.